Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent implant of an unspecified bard/davol ventrio st. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 9 months post implant of ventrio st, patient was diagnosed with hernia recurrence and adhesions thereby underwent repair. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent implant of an unspecified bard/davol ventrio st. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with incisional hernia thereby underwent robotic assisted laparoscopic repair with implant of ventrio st mesh (device #1). Per operative notes, ¿hernia defects were identified and excised. A piece of ventrio st mesh (device #1) was placed to cover the defect and sutured.¿ (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia thereby underwent robotic assisted laparoscopic repair with implant of ventralight st mesh (device #2). Per operative notes, ¿lysis of adhesions was done to clear the midline omentum and bowel stuck to the mesh (device #1), it appeared as though the mesh had slid down inferiorly a small distance exposing the recurring defect. The hernia sac was excised, and a piece of ventralight st mesh (device #2) was placed." Attorney alleges that the patient had adhesions, mesh migration, pain and hernia recurrence.